Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, when the clip was inspected prior to use, it was noted that the a portion of the sheath was "cut" approximately 3 to 5cm from the distal end and was hanging away from the rest of the sheath. No damage to the device packaging was noted. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found that the over sheath had been cut approximately ½ from the distal end. The over sheath was pulled back (using the sheath grip) to expose the clip assembly, which was then deployed per design. The condition of the returned device was consistent with the complaint that the sheath had been cut; the complaint was confirmed. A definitive root cause for this event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(6). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, when the clip was inspected prior to use, it was noted that the a portion of the sheath was "cut" approximately 3 to 5cm from the distal end and was hanging away from the rest of the sheath. No damage to the device packaging was noted. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.